Event description:
It was reported that there was an infection. On (B)(6) 2014, the patient had an infection. This was after the trial was taken out on (B)(6) 2014. The patient was running a fever and they notified the manufacturer representatives (rep) and went to the emergency room on (B)(6) 2014. The rep was notified three or four weeks after the trial leads were pulled. They were aware of the infection ¿a few weeks¿ after the trial leads were removed. The healthcare provider (hcp) did surgery on (B)(6) to remove the infection. They had to wait 6 months after the infection to get the implantable neurostimulator (ins) implanted. The patient received an all clear from an infectious disease physician before they received the permanent implant.

Manufacturer narrative:
(B)(4).